Event description:
It was reported that the customer experienced a low blood glucose (bg) level; value was not provided. Low bg cause was not known. The customer's mother provided assistance and the customer consumed carbohydrates to address bg. Reportedly, the customer continued to use the pump for insulin therapy.